Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the stylus and cursor are not aligned. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus stopped working even after calibration and when the pen was switched. It was noted that this issue seems to occur every 6-12 months and that the programmer has been in repair previously for the same issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.